Event description:
After two days of implant, blood could not be drawn through the access system. The catheter had disconnected from the port and had migrated to the heart. Both the port and catheter were removed and replaced with a peripheral line. Pt condition was satisfactory. The device was destroyed at the hospital.